Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 650 mg/dl with large ketones, nausea, vomiting, abdominal pain and lethargy associated with a time/date issue. Reportedly, the patient discontinued the insulin pump, was hospitalized and received unspecified treatment by their healthcare provider (hcp). It was reported that the pump was gaining/losing time without user intervention. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a time/date issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: there was no activity related to the complaint observed in the pump history. A timekeeping accuracy test was performed and the pump maintained the time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am 1/1/2007. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the internal battery was observed to be leaking. The time test was started but not completed due to the internal battery failure. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.